Manufacturer narrative:
An advanced failure analysis engineer reviewed the pictures provided and found the stapler sheath had a rectangular piece detached from the distal end. No obvious damage was observed on the stapler instrument picture. Intuitive surgical, inc. (Isi) received the disposable stapler sheath accessory associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of damaged sheath to be related to the customer reported complaint. Visual inspection of the sheath accessory found the distal tip to be physically damaged. There was a piece torn off measuring approximately 0.152" x 0. 631" in length. The torn piece was returned with the accessory. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the stapler instrument was removed from the canula, the disposable stapler sheath accessory got damaged in 2 pieces. A backup accessory of the same type was used and the procedure was completed with no reported injury. The stapler sheath is a single-use disposable accessory intended to cover the stapler wrist and the lower shaft to prevent tissue from being drawn into the moving/rotating components of the instrument. An installation tool (packaged with the sheath) aids in installation, removal and repositioning of the sheath . Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer stated a fragment of the disposable stapler sheath accessory fell into the patient and was retrieved during the same procedure. The stapler cannula was inspected prior to use with a gauge pin with no problems found. The customer stated the stapler instrument wrist was not straight when the instrument was removed. Pictures of the stapler instrument and sheath involved with the complaint were provided.